Event description:
It was reported that a patient underwent a valve replacement procedure on (B)(6) 2013 and suture was used. The suture broke at the knot area while tying after suturing at the coronary artery. Another like device was used and there was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-06114 and 2210968-2013-06115. The same patient is represented in each medwatch.